Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-4316 lot #: 17079620 description: next generation anchor kit-sterile it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed.  A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental.

Event description:
A report was received that the patient had a contact out. The patient underwent an explant procedure.